Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that the coagulation kept stopping and giving an activation interrupted, m-11. Prior to calling in the customer replaced the monopolar energy cord, instrument, and power cycled the integrated electrosurgical unit (iesu) several times. The tse recommended a hard power cycle of the generator, but surgeon was not willing to perform that step. The procedure was completed as planned with no reported injury. Customer contacted tech support after the procedure and performed additional troubleshooting. With all cables disconnected the erbe continued to error. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 8/8/2024, the nurse called to inform they were halfway through that when the error happened. The nurse informed the erbe was working 10% of the time and the had the harmonic as a backup in the room but didn't use it. They completed the procedure with monopolar only 10% inefficient the erbe was working, but did not swap to another erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was returned for failure analysis and the reported failure (error c-34 on start-up and mono coag activation) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.